Manufacturer narrative:
While the meter was confirmed to be a us meter reading in mg/dl, the records confirmed it was originally shipped by bayer to a us first consignee.

Event description:
A (B)(6) customer purchased a contour next through a (B)(6) website and received a u.s. Meter that read in mg/dl. No adverse event was alleged. The meter was expected to be returned for investigation, and a replacement was sent to her.